Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient stated that his inflatable penile prosthesis (ipp) is not performing as expected. The patient indicated that the saline does not empty the cylinders and go back to the reservoir. No further information was provided.